Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One empty sample received for evaluation. The sample was received with the solution bag and corresponding overpouch cut open on one corner to allow release of the solution evaluation of the returned sample found that the batch number and expiry date was printed on the solution bag, as was the truncated lot number. However, no other print or printed text was present on the bag. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. On this occasion, it seems that the unit passed the printing process without first being printed. We have a vision system in place at printing to confirm that the unit is printed. We also have an automated lot and expiry vision system in place at packing, which confirms the correct batch and expiry number on the solution bag. It appears that on this occasion a bag with missing print was not removed as required. An internal investigation has been launched to implement comprehensive corrective actions to ensure that this event does not recur. This investigation will be tracked and monitored through our regular quality review meetings with management, quality and engineering. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
It was reported that the instruction label was missing on the bag. There was no patient involvement.